Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 220 units and remained static. Reportedly, the cartridge customer was unsure of the amount of insulin that the cartridge had been filled with. There was no reported adverse impact to the customer¿s blood glucose level due to the reported issue. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.